Manufacturer narrative:
This is a correction to a previously submitted report. The report was submitted under the incorrect customer facility notification (cfn) number. The correct MDR report number is: 2518422-2025-057742. Please disregard the previous report submitted under cfn: 3004961434, as it was submitted in error. All information provided in this correction remains consistent with the original report, except for the updated MDR number and cfn correction.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that there were visible foam degradation and unit got corrected.